Manufacturer narrative:
A3: patient age: 82 years old at time of enrollment. A1 - patient identifier: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Elegance clinical study. It was reported that an embolism occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery, left proximal popliteal artery extending to left mid popliteal artery with 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 400 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using sizes of 5.0 mm x 200 mm and 6.0 mm x 150 mm mustang pta balloons. Treatment of target lesion was performed by placement using study devices of sizes of 6 mm x 120 mm and 6 mm x 60 mm eluvia drug eluting stents. Following post treatment, dilation was performed by using 6 mm x 200 mm mustang pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion #001, embolism was noted at the left anterior tibial artery due to 6 mm x 200 mm mustang pta balloon. Additionally, on the same day, dissection of grade a was noted in target lesion 001 during the index procedure. In response to the complication, aspiration thrombectomy was performed followed by the placement of bailout stent. Post treatment, the final residual stenosis was noted to be 0%. The complications of embolism and dissection were resolved. On (B)(6) 2023, the subject was discharged from the hospital. It was further reported that on (B)(6) 2023, a grade a dissection occurred instead of embolism. The target lesion #001 was in the left proximal popliteal artery extending to left mid popliteal artery with 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using sizes of 5.0 mm x 200 mm and 6.0 mm x 150 mm mustang pta balloons. Treatment of target lesion was performed by placement using study device of size 6 mm x 120 mm eluvia drug eluting stents. Following post treatment, dilation was performed by using 6 mm x 200 mm mustang pta balloon, and the final residual stenosis was noted to be 0%. The target lesion #002 was in the left proximal superficial femoral artery with 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 60 mm and 100% stenosis and was classified as tasc ii d lesion.

Event description:
Elegance clinical study. It was reported that an embolism occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery, left proximal popliteal artery extending to left mid popliteal artery with 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 400 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using sizes of 5.0 mm x 200 mm and 6.0 mm x 150 mm mustang pta balloons. Treatment of target lesion was performed by placement using study devices of sizes of 6 mm x 120 mm and 6 mm x 60 mm eluvia drug eluting stents. Following post treatment, dilation was performed by using 6 mm x 200 mm mustang pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion #001, embolism was noted at the left anterior tibial artery due to 6 mm x 200 mm mustang pta balloon. Additionally, on the same day, dissection of grade a was noted in target lesion 001 during the index procedure. In response to the complication, aspiration thrombectomy was performed followed by the placement of bailout stent. Post treatment, the final residual stenosis was noted to be 0%. The complications of embolism and dissection were resolved. On (B)(6) 2023, the subject was discharged from the hospital.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter phone: (B)(6).